Event description:
It was reported that the surgeon was putting a stitch on a vessel located in the pelvic side wall for hemostasis. The surgeon didn't feel any resistance when suturing. After the surgeon handed the used suture to the nurse, the nurse told him, the needle tip was gone. They magnified the needle and checked again. The surgeon estimated that approximately 0.001mm of the needle tip was gone.

Manufacturer narrative:
(B)(4). (B)(4). Results: the returned concerned sample shows a needle with a fracture at the needle point. During visual inspection under a light-microscope, several heavy marks of instrument were found in this area and direct at the breaking point which indicates that the needle was handled there. Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage ares, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holder's". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.